Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation was performed based on log file analyses and service information. The analyses showed that the event was caused from the hard disk of the image visualization system (ivs) which lead to data base (db) network issues. Even with this error, fluoro and acquisition were possible and images were displayed on the exam and control room monitors. Data was transferred to the ivs for storage but not stored in the local database. Normal system functionality was restored after a manual restart of the system. The affected ivs system disk and cable were exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the database was not in sync resulting in a delay in procedure. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.